Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'funnel tear(between drainage and inflation)¿ with a potential root cause of 'user applies excessive tension.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter, use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed".

Event description:
It was reported that the urine leaked where the foley tube and the inflation port meet. The leak was reportedly noticed after 2 hours of use and the catheter was removed and replaced.